Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with the elecsys hbsag immunoassay on a cobas e 411 immunoassay analyzer. A serum tube of the first patient sample initially resulted with an hbsag value of 9.08 coi (reactive) when tested in the e411. The serum mother tube of the sample was then repeated on the e411, resulting with a value of 0.281 coi (non-reactive). A plasma tube of the sample (blood bank pilot tube) was then repeated on the e411, resulting with a value of 0.282 coi (non-reactive) on 07-aug-2020. The sample was repeated on the e411 using a new pack of reagent, resulting with a value of 0.265 coi (non-reactive) on 07-aug-2020. The sample was repeated on an abbott architect analyzer on 08-aug-2020, resulting with a reactive result. No incorrect values were reported outside of the laboratory for this sample. The customer performed testing with 4 random donor samples on 06-aug-2020. Refer to the attachment for data from these patient samples. It is unknown if any incorrect results from these samples were reported outside of the laboratory. The serial number of the e411 analyzer is (B)(4).

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. Based on the provided data, the reactive results for 3 of 4 donor units (1st run / tube) can be also confirmed with the abbott architect . For unit (B)(6) the abbott architect result is non-reactive. All results afterwards were non-reactive for all donor units and all analyzers / assays. The root cause can be an interference in the sample and/or tube (plain tube ¿ red top pilot mother tube). The mother bag did show a non-reactive result during re-testing. A general reagent issue can be excluded.